Manufacturer narrative:
At this time, there is no further information available. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information that this patient with implanted with this pacemaker for over fourteen months was admitted to the hospital for syncope due to a slow heart rate. It was noted the patient was lost to follow up. The device could not be interrogated. Technical services was contacted and discussed the appropriate programmer required for use with this model device. No magnet response or pacing were also noted. The patient is scheduled for a pacemaker replacement procedure.